Manufacturer narrative:
Reporter returned one toothbrush head on (B)(6) 2017. Product investigation is in progress.

Event description:
Choking [choking]. Sore throat [oropharyngeal pain]. Part of the toothbrush head had broken off, ending up with a sore throat [injury associated with device]. Part of the toothbrush head had broken off [device breakage]. Case description: a male consumer of unspecified age reported via letter on (B)(6) 2017 that while he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown, he started choking. He spat out what was in his mouth only to discover that it was part of the oral-b brushhead, version unknown that had broken off. He ended up with a sore throat. The case outcome was improved. No further information was provided.